Event description:
Page 141 of the interrogation shows an alert for low impedance (190 ohms} on the lv lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).